Event description:
Covidien received information stating that during patient use, the ht70 ventilator low battery alarm was generated. The external power source lamp did not light. When the ac power adaptor was replaced, the external power source was recognized. The incident was not recorded in the log. When the power was off, "(B)(6) of 2006" was displayed. The patient was transferred to another ventilator. There is no report of patient injury or death associated with this event.

Manufacturer narrative:
The coin battery was replaced to resolve the issue. Covidien reference: (B)(4).